Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has complained of patella pain. Suspected avn of the patella. Surgeon performed a patellectomy and replaced poly while he was in there. Doi: (B)(6) 2016; dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Product complaint # (B)(4).investigation summary =no device associated with this report was received for examination.depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.device history review = the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.